Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported dislodgement appears to be related to the operational context of the procedure. It should be noted that the instructions for use (IFU) states: prior to using the xience alpine, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The lesion was pre-dilated with a balloon catheter. The 4.0x18mm rx alpine stent delivery system (sds) was advanced to the lesion; however the stent was noted to be missing from the balloon. The stent was found inside the protective sheath; therefore the sds was removed from the patient anatomy. No resistance was noted during removal of the protective sheath and the device was prepped for use after the sheath was removed. Another same size alpine sds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.